Manufacturer narrative:
A supplemental report is being submitted for correction to include the patient date of birth. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and four batteries were returned for evaluation. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing; however, it was observed that the batteries had exceeded the useful operating life of 500 charge and discharge cycles. These are additional findings, not related to the reported event. The most likely root cause of the observed contamination within the controller power ports can be attributed, but not limited to handling of the device. The most likely root cause of the observed battery charge and discharge cycles can be attributed to the battery reaching the end of its useful life. Log file analysis revealed a controller power up event on (B)(6) 2020, at 11:11:38. The data point prior to the loss of power revealed that a battery was connected to power port one with 86% relative state of charge (rsoc) and another battery was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that one battery was connected to power port one and a second battery was connected to power port two. No anomalies were recorded leading up to the loss of power. The controller was without power for 18 seconds. A loss of power will cause the controller display to go blank and a loud, continuous alarm will sound. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: (B)(6) d10: yes, return date: 13-mar-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10,4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 133 (B)(6) d10: yes, return date: 13-mar-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10,4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 133 (B)(6) d10: yes, return date: 13-mar-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10,4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 133 bat220167 d10: yes, return date: 13-mar-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10,4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 133 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-jun-2016, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-jun-2016, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-jun-2016, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-jun-2016, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a ventricular assist device (vad) stop due to reboot of the controller during battery changing. The controller exhibited a loss of power, the controller display went blank, and the alarm occurred. The issue with the batteries was unknown. The controller and the batteries were replaced. The patient experienced dizziness, however, when the vad restarted they felt fine. No further patient complications have been reported as a result of this event.